Event description:
Report 2 of 2. It was reported that when using the bd epicenter¿ single user software, there was one patient mis-association resolved by the customer. No patient impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: customer reporting a mis-association (444165/(B)(6)) unable to connect to the customer for follow up on what occurred, but customer did indicate that they reassociated to the correct patient. Unable to determine root cause. This is not a confirmed complaint of a bd product. Complaints for software were under statistical control for the month of june. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
Report 2 of 2. It was reported that when using the bd epicenter¿ single user software, there was one patient mis-association resolved by the customer. No patient impact reported.